Event description:
A customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.